Manufacturer narrative:
Siemens evaluated affected instrument files. The results for many dimension xl samples were not available. The differences in the rp500 na measurement methodology (direct ise whole blood method) vs the dimension xl (indirect plasma method) are widely published. Full dimension xl results were not provided to support a conclusion on the differences that may be due to measurement technology. Instrument files for rp500 38438 were analyzed. Sodium responses for the measurement cartridge in question appeared typical and also showed many periods of benzalkonium interference on this cartridge and the data available for the previously installed measurement cartridges which suggested that either cleaning agents containing benzalkonium chloride or catheters containing benzalkonium chloride were being used. This substance is a known interferent for the rp500 analyzer as published in the rp 500 operator's manual. The discordant sodium results observed on measurement cartridge 2608904113 are most likely due to pre-analytical factors including benzalkonium exposure.

Event description:
Customer indicated that analyzer reported discordant sodium results (in 2 patient samples) when compared to laboratory results. There was no report of injury due to this event.